Event description:
It was reported, that "the cuff leaked during pre-test". There was no reported injury or change in therapy. The involved device has been returned to the manufacturing facility for analysis and investigation.